Manufacturer narrative:
Additional information (15-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc review of the customer's quality control (qc) and calibration data showed consistent recovery, indicating the issue was not due to a reagent nonconformance. The customer replaced the quiklyte integrated multisensor technology (imt) diluent and imt sensor as part of standard troubleshooting for issues of this nature. Quality control was processed and recovered acceptably. The customer continued to process sodium (na) samples and no additional discordant na results were observed. The cause of the falsely depressed na results is unknown. The system is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00261 was filed on 29-nov-2023.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding two (2) falsely depressed sodium (na) results obtained on a patient sample processed on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) falsely depressed sodium (na) results were obtained on a patient sample processed on a dimension exl 200 system. The falsely depressed results were not reported to the physician(s). The same sample was reprocessed on the original system and on a non-siemens instrument. One of the reprocessed results from the original system was considered erroneous. The higher reprocessed results were considered correct, and the reprocessed result obtained on the non-siemens instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.